Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, the patient experienced hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia mesh because the mesh was allegedly defective, failed, and caused damage to her internal organs. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the manufacture date for the ventralex mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, the patient experienced hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this supplemental emdr is being sent to correct the manufacture date for the ventralex mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years post implant of ventralex mesh, patient was diagnosed with hernia recurrence, abdominal pain thereby underwent repair with the mesh removal. The instructions-for-use supplied with the device list pain as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia mesh because the mesh was allegedly defective, failed, and caused damage to her internal organs. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿umbilical hernia sac was excised. A medium ventralex mesh was then deployed intra-abdominally and tail sewn with sutures.¿ (B)(6) 2012 and (B)(6) 2012 - patient visited hospital for abdominal pain and umbilical hernia. (B)(6) 2012 - patient was diagnosed with abdominal pain, recurrent umbilical hernia thereby underwent open repair with the removal of old mesh. Per operative notes, ¿there was a hernia sac that was attached to the mesh. A large amount of fat that appeared to have been in the previous hernia sac and this was removed. The mesh was carefully removed. A polypropylene mesh was placed in overlay fashion.¿ attorney alleges that the patient had mesh migration, pain and hernia recurrence.